Event description:
It was reported that several pt incidents occurred during colonoscopies with the electrosurgical unit (esu/generator). In 2009, upon removing a 13 mm polyp, there was an abnormally large zone of carbonization with a wide margin of the intestinal wall removed. A delayed perforation resulted and the damaged area was stitched up. Four months prior, upon removing an 8 mm polyp from a pt, there was blanching at the site and not much tissue left with an immediate perforation. Finally, upon removing a 7 mm polyp from a pt, there was a significant amount of bleeding. In conclusion, there have been two (2) perforations in colonoscopies.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the events. The complications are atypical for the procedure and the reported rate of complications is very small. Most likely, there were many factors involved with the incidents and no conclusive determination could be made as to the cause of the events. No trends have been identified with these incidents. Erbe USA, inc. Is not closing file on these events.